Manufacturer narrative:
Corrections: b3 - date of event updated from 12/24/2022 to estimated 10/4/2023. D1 ¿ brand name: updated. D2a ¿ common device name: updated. D3 ¿ name, address 1, city, postal code: updated. D4 - primary UDI number updated from ni to unknown. D6a - implant date: updated from 12/24/2022 to estimated 10/4/2023. Updated: literature attachment: article title: pmcf rpt2122673 rev d to rpt2122673 rev e released on 8/20/2024.

Event description:
Subsequent to the previously filed reports, additional information was received on 8/20/2024 after more data was collected for the post-market clinical follow-up (pmcf) evaluation report xience family of stents. Procedures were performed from (B)(6) 2007 to (B)(6) 2023. Please see the attached post market clinical follow up (pmcf) evaluation report for specific information.

Manufacturer narrative:
B3:date of event estimated as: (B)(6) /2022 c4: treatment/therapy start date estimated as (B)(6) 2022 d4: the UDI is unknown due to the part/lot number was not provided. D6a: date of implant estimated as: (B)(6) 2022 the device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The reported patient effects of myocardial infarction, occlusion, perforation, stenosis, and thrombosis are listed in the xience sierra, everolimus eluting coronary stent system electronic instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects of myocardial infarction, occlusion, perforation, stenosis, and thrombosis, and the relationship to the product, if any, cannot be determined; however, the subsequent treatments of surgical intervention and unexpected medical intervention (additional therapy/non-surgical treatment) appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional patient effect of death reported in the article are captured under separate medwatch reports. Literature attachment: article title post-market clinical follow-up evaluation report xience family of stents.

Event description:
It was reported through the pmcf report, that the xience sierra may be related to death (all-cause mortality [acm]), side-branch closures (occlusions), myocardial infarction (mi), perforations, thrombosis, restenosis, coronary artery bypass graft (CABG), target lesion and vessel revascularization. Details are listed in the attached article, titled post-market clinical follow-up evaluation report xience family of stents please see the attached post market clinical follow up evaluation report for specific information.

Event description:
Subsequent to the previously filed reports, additional information was received on 9/08/2025 when more data was collected for the post-market clinical follow-up evaluation report xience family of stents. Procedures were performed from (B)(6) 2010 to (B)(6) 2025. Please see the attached pmcf for specific information.

Manufacturer narrative:
Corrections: b2 ¿ date of death: updated from (B)(6) 2023 to (B)(6) 2025. B3 - date of event updated from 10/4/2023 to 1/6/2025. B7 - other relevant history: updated. C4: treatment/therapy start date estimated as (B)(6) 2025. D4: the UDI is unknown due to the part/lot number was not provided. D6a - implant date updated from (B)(6) 2023 to estimated (B)(6)2025. H6 - type of investigation: code 4109 was removed. The additional patient deaths reported in the article are captured under separate medwatch reports. The additional devices referenced in b5 are filed under a separate medwatch report number. Updated: literature attachment: article title: e-175077 pmcf rpt2122673 rev f.